Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: upon checking the device in the day of procedure, the patient was found to have an elevated rv threshold which was not previously noted in clinic along with rv lead noise in the stored events page. This evidence was presented to the implanting physician and he decided to proceed with lead replacement to preserve pacemaker longevity and to ensure v pacing. This lead was capped and a new lead was placed without complication. Should additional information be received, this file will be updated.